Manufacturer narrative:
This report is related to patient identifier (B)(6). An olympus representative inspected the imaging tower at the user facility and confirmed the reported issue. The issue of no image being displayed occurred because the power cable of the processor was shorted and loosened in the trolley socket. Since the device was not returned for further evaluation, it is unclear whether the camera head was the cause. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head lost image during an emergency lithotripsy case. The issue occurred with two camera heads in the same procedure. The lithotripsy was not performed and the physician decided to stent the patient instead. It was reported the patient was still waiting to have the procedure. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information. Updated fields: b5, g3, h11.

Event description:
Additional information from customer reports the planned procedure was a ureteroscopy, laser and stent insertion. Instead of performing the full procedure, the surgeon only inserted the stent due to problems with the images. However, the surgeon reported the patient's ureter was very tight, so even though a laser lithotripsy was planned, the surgeon was only able to insert the stent due to limited access to the site. The patient was under general anesthesia at the time. There was no significant delay in treatment and no further treatment was planned for the patient. The surgeon confirmed the patient had a "good outcome".